Event description:
The dealer alleges there is a short somewhere and it is causing a current through the bed rails. No injury is alleged.

Manufacturer narrative:
No serious injury alleged. Malfunction alleged. The dealer alleges there is a short somewhere causing an electrical current through the bed rails. It is not known if the origination of the short is from the bed or from a foreign source. The environmental conditions of the room such as humidity, dryness, wetness on the floor or static generating carpet are unknown. It is unknown if the electrical cord has been altered. The condition of the electrical cord [cut, twisted, frayed, etc.] Is unknown. It is unknown if the electrical outlet is grounded [grounding is uncertain in older outlets]. It is unknown if the consumer has other electrical devices in or around the bed that may generate a short. MDR filed.

Manufacturer narrative:
No serious injury alleged. Malfunction alleged. The dealer alleges there is a short somewhere causing an electrical current through the bed rails. It is not known if the origination of the short is from the bed or from a foreign source. The environmental conditions of the room such as humidity, dryness, wetness on the floor or static generating carpet are unknown. It is unknown if the electrical cord has been altered. The condition of the electrical cord [cut, twisted, frayed, etc.] Is unknown. It is unknown if the electrical outlet is grounded [grounding is uncertain in older outlets]. It is unknown if the consumer has other electrical devices in or around the bed that may generate a short. MDR filed. (B)(4) - evaluation completed. Both a visual and functional check of the foot section was performed. Visually: the hi/lo motor was missing one of two bolts. The foot section showed scuff marks. The plunger with the hook used to attach the head section was missing. The rails and head section were not returned. Functionally: the cord for the foot section was plugged into a wall outlet and the motor was activated using the up/down pendent and it performed as expected. There were no current leaks noted on the motors. The foot section was then attached to a known good head section with a known good cross over cable and head motor. The up/down buttons on the pendent were used and no issues were identified with the head, foot or cross over cable. In addition, the head, foot and cross over cable potentiometers were hi-pot tested [using a slaughter (B)(4) tester calibration due date (B)(4) 2012], to determine current leakage. No current leakage was detected. The consumers issue with current in the rails could not be reproduced.

Event description:
The dealer alleges there is a short somewhere and it is causing a current through the bed rails. No injury is alleged.